Event description:
It was reported that the guidewire was kinked. There is no information provided regarding the event or patient. If additional information is received at a later date, the complaint file will be updated.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint that the "guidewire was kinked" is not able to be confirmed. The root cause of the complaint is undetermined. No serial number/lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The lot number at this account is unable to be retrieved at this time. If the serial number/lot number information is available at a later date, the complaint will be updated accordingly. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the guidewire was kinked. There is no information provided regarding the event or patient. If additional information is received at a later date, the complaint file will be updated.